Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The combination of devices used in this case constitute an off label application in the USA.

Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal and a soft tissue reaction.